Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 45cm and 46cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split; tensile weakness at the fracture site (due to material ballooning prior to burst); granular fracture surface texture (typical of tearing failure modes); the catheter material was visibly lighter in color at the fracture site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. Prednisolone was infused continuously on (B)(6) 2021, at 8 p.m. Leakage was found from the connection part between the catheter and the catheter connector on (B)(6) 2021 at 1 a.m. There was no reported patient injury.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. Prednisolone was infused continuously on (B)(6) 2021, at 8 p.m. Leakage was found from the connection part between the catheter and the catheter connector on (B)(6) 2021 at 1 a.m. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.